Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a deep vein thrombosis (dvt) post implant of the pacemaker system. The physician noted that the patient was very tiny and that the MRI compatible device was larger and difficult to insert. The patient reported symptoms of a racing heart and soreness two days post implant; however a chest x-ray was negative for any perforations or effusions. Two weeks post implant the patient presented for a device check with swelling in the neck and collarbone with tingling and tightness in the arm. A doppler study confirmed a dvt in the subclavian vein. The patient was treated with an anti-coagulant. A second doppler study several weeks later indicated that the dvt had resolved. The device and leads remain in use. No further patient complications have been reported as a result of this event.